Event description:
It was reported that a patient experienced symptoms of overstimulation for the previous 6 months. The patient reported symptoms include headaches, unwanted paresthesia, and aggravated pain, leading to the patient turning the device off at times as they feel it aggravated their pain. The entire system was reprogrammed as an intervention on(B)(6) 2024. The outcome of this intervention is ongoing, with documentation of the outcome awaited at the next review. Etiology noted no relationship between the event and the implant procedure and a causal relationship between the event and the device/therapy; specifically noting it was due to programming even though the final programming date for the most recent interrogation prior to the event was 2018-may-29.

Manufacturer narrative:
G2. Foreign: gb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical site. It was reported that at the next review on (B)(6) 2024, there were no symptoms of overstimulation reported. The issue was resolved without sequelae on (B)(6) 2024.